Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the batch number and product number. The image also appears to show the distal tip of the needle is bent. The anchors appear to still be attached. A visual inspection revealed the device was returned outside of original packaging. The t1 anchor has been detached from the needle. The t2 anchor is attached to the needle. The device has been actuated. No physical damage visible to the device. A functional evaluation revealed the t2 could be deployed as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair using the ultra fast-fix, t2 could not be deployed. It is unknown if there were any delay. The procedure was completed using a back-up device. No patient injury or other complications were reported.